Event description:
It was reported that a xenium 190g dialyzer was reused for hemodialysis therapy. The reported indicated that the device failed to prime during the 3-7 use. There was no report of patient involvement, patient injury, or medical intervention indicated at the time of receiving the information. No additional information is available. This is report 1 of 10.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.